Manufacturer narrative:
The reported event of backup vvi mode was confirmed in the laboratory; however, premature battery depletion was not observed. Analysis of the device image verified that the device entered backup operation due to transient low battery voltage trigger/trip. The battery voltage trend noted that the device was above elective replacement indicator (eri) for the entire implant duration. Bench testing after reloading the product code noted normal device functionality. No battery depletion or electrical anomalies were identified. Additionally, the device did not revert to backup operation during testing. Upon receipt, the battery voltage was above but approaching eri, and longevity calculations based on usage determined battery depletion to be normal. The cause of the low battery trip/trigger could not be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the hospital for device check after feeling something strange. When the device was interrogated with the programmer, it was confirmed that the device went into bvvi mode. Review of the device image showed sharp drop of battery voltage causing the bvvi mode. The physician suspected premature battery depletion. The device was explanted and replaced with a competitor device. The patient was in stable condition post-procedure.